Event description:
The customer stated that the axsym folate reagent pack has a broken lid. A probe crash occurred due to this issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.